Event description:
Boston scientific received information that the right ventricular (rv) lead had increased from 400 ohms to 881 ohms in a two month time frame. It was noted that there were good threshold and sensing measurements. An x-ray did not show any significant findings for the rv lead. However, the x-ray indicated that another manufacturer's right atrial (ra) lead had dislodged due to twiddler's syndrome. The ra lead was electrically abandoned by programming the device to only pace and sense in the ventricle. Approximately one month later, a revision procedure was scheduled for the other manufacturer's ra lead. During the preoperative device check, the field representative observed complete loss of capture on the rv lead. Upon opening the pocket, it was noted that the patient had twiddled the rv lead and it was dislodged into the superior venta cava (svc). Subsequently both the rv and ra leads were explanted.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.